Manufacturer narrative:
The customer ran precision testing that failed. The field service engineer found the sample and reagent probes were hitting the cuvette walls. He aligned the sample probe to the center of the cuvettes and aligned the reagent probes to the center of the cells and the drying tube. He checked sample and reagent probes alignments, the cell rinse mechanism, rinse tubing, and gear pump pressure. Multiple bank valves, the vacuum tank, rinse tubing, pump head, and sample probe mechanism were replaced. The analyzer was decontaminated. The customer ran calibration and all qc. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent. The analyzer alarm trace did not contain a conspicuous event. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable tobr2 tobramycin result from the cobas 8000 cobas c 502 module. The original result was 26.5 ug/ml with a data flag. The sample was manually diluted 1:1 and repeated with a result of 3.1 ug/ml. The result was multiplied by 2 in the software and 6.2 ug/ml was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 19.0 ug/ml. The reagent lot number was 52394901 with an expiration date of 31-may-2022.